Event description:
It has been reported to philips that system would not boot up. It is unknown if the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not initiate at all, not passing the countdown. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.